Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to a system interconnect cable that was not properly seated. The cable was replaced to correct the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.